Event description:
It was reported by a customer in (B)(6) that a pt had an 8dct tracheostomy tube inserted on (B)(6) 2014. The tube was observed to be intact at insertion. A week later, the ICU nurse observed the inner cannula being loose in the tube, and on further inspection, she found that the connector was missing, resulting in the inner cannula being unable to lock. The tracheostomy tube was replaced by a physician, and there was no reported pt injury.

Manufacturer narrative:
The device is expected to be returned for an investigation; however, it has not been yet received. (B)(4).